Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was attempting to load a new cartridge when a cartridge change error occurred multiple times. Reportedly, the contact observed an incomplete change cartridge alert in the pump logs, however the contact reattempt to load a new cartridge and received the change cartridge error. The contact stated that the screen had time out during the load process and acknowledged the incomplete change cartridge alert. The customer's blood glucose (bg) level was 598 mg/dl at the time of the reported event. Reportedly, the contact stated the high bg levels were due to eating and was not able to bolus due to the change cartridge error. The customer reported administering a manual injection to address bg level. The customer reported would use manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.